Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2008, the patient underwent treatment for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. A type ii endoleak with aneurysm enlargement was later identified in regular follow-up imaging, and at the most recent follow-up the endoleak had still not resolved. So the physician decided to do an explant of the stent-grafts soon after on (B)(6) 2012. The devices were removed and replaced with a surgical graft, and the patient is doing well. The type ii endoleak was seen to be originating from a large lumbar artery in the aortic neck.